Manufacturer narrative:
A ge service representative performed an on site investigated. The malfunction was verified. Replaced the broken high voltage cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6600 system has a broken high voltage cable. There was no report of patient or operator injury.